Event description:
Additional information received from the hcp reported that the cause of the event was unknown. It was reported that abnormal impedance measurements were reported at the time of the event. As no abnormal impedance measurements had been reported, it was unclear if this meant there had been abnormal impedances, or if it meant that all available impedance information had already been reported. It was reported that the patient did not require hospitalization and there was no injury.

Manufacturer narrative:
Product ID, 3998 lot# v023339, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37742 lot# serial# (B)(4), product type programmer, patient product ID 3708260 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that a device system was explanted. The reporter stated that the patient told the physician that initially the therapy helped and provided some benefit, but then it seemed to "hurt more than it helped." It was noted that there were no patient symptoms or injuries related to the event. Three weeks later, it was reported that no troubleshooting was done by the manufacturer representative prior to explant. A follow-up report will be made if additional information becomes available.